Event description:
The customer reported getting "backwash not performed" errors and they cannot complete a startup on the lh500 instrument. The customer tried rotating the bsv (blood sampling valve) and noticed the probe wipe leaking clear reagent. The volume of the leak was not reported and the leak was not contained. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the probe was not extending and the blood sampling valve (bsv) was not rotating correctly as a result of the rinse block out of alignment. The fse replaced the I beam tubing through pinch valves 35, 40, 42 and 49 and aligned the rinse block to resolve the leak reported. (B)(4).